Event description:
A portion of the PICC/guidewire broke off and was retained in the patient when the PICC/guidewire was removed from the patient. Confirmed 13mm radiopaque foreign body structure overlying the right axillary region suggestive of a foreign body fragment. Reference report: mw5163658.